Manufacturer narrative:
This report is being submitted to relay additional information. Review of x-rays dated 15 nov 2013 identified a left total hip arthroplasty without hardware failure or loosening. Overall fit and alignment of the implants was appropriate. Normal bone quality was observed. Review of x-rays dated 14 nov 2016 identified neutral positioning on the femoral stem. A small rounded calcification along the superior acetabulum and set anteriorly within the soft tissue was seen along with possible developing rounded lucency along the superior acetabulum. Overall fit and alignment of the implants was appropriate. Normal bone quality was observed. No significant change in alignment or position over time was observed. Review of x-rays dated 19 nov 2018 identified neutral positioning of the acetabular cup and femoral stem. Persistent round lucency along the surperior acetabulum. Overall fit and alignment of the implants was appropriate. Normal bone quality was observed. No significant change in alignment or position over time was observed. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Dob: (B)(6). Concomitant medical products: item # 00771101020, femoral stem, lot # 62289074. Item # 00877704802, bioloxâ® delta femoral head, lot # 2629844. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2019-00258.

Event description:
It was reported that the patient has suffered from slight lateral pain, with slight weakness in gluteus muscle approximately 15 years post implantation. The outcome was tolerated and the patient did not need painkillers. He was only prescribed physical therapy and long nordic walks, yet the relation to the device is uncertain. The patient was operated at the left side and he experiences the pain at the left side as well. Attempts have been made, and no further information has been provided.